Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The cp5 drive unit was replaced and subsequent functional verification testing did not identify further issues. The device was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) displayed an error message during a procedure. There was no report of patient injury.